Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The patient received unspecified antibiotic treatment at the hospital for 5 days, and continued the antibiotic treatment at home for another 5 days and was discontinued. At the time of this report, the patient was recovered from the events. Pd therapy is ongoing. No additional information is available.